Event description:
It was reported by service report that the right side rail could not latch and the left side rail could become unlatched during use. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.